Event description:
It was reported that a patient experienced an atrial myocardial lesion. Following a procedure in which a farawave 2.0 nav cath 31 mm (us) catheter was selected for use, an electrocardiogram performed on (B)(6) 2026, showed atrial flutter with rapid ventricular response. The event was first noted on april 22, 2026. The suspected cause was underlying atrial myocardial disease. Symptomatic pharmacological treatment was initiated and is ongoing. The event severity was assessed as moderate. The event was determined not to be related to the study device but was considered likely related to the study procedure. No device issues were reported. The patient required prolonged hospitalization. No more information was provided. Its unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.